Event description:
It was reported the device temperature was not within specification. No adverse effects reported.

Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol b10010116, as a result of warning letter (B)(4). Additional information provided for h3, h6, and h10.a manufacturing device history review (DHR) was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.a product sample was received for evaluation. No previous service history was found. Visual and functional testing were performed. The device was received with a broken front cover. Cracked tank cover and enclosure and faded line cord. Outdated printed circuit board (pcb) and power switch. The cause of the reported issue was duplicated. The device alarms even when a disposable or temp check are attached. The reported issue was due to a broken micro switch. The root cause was unable to be determined. No action taken due to the age and condition of the device. It is deemed beyond economical repair and will be scrapped., corrected data: correction provided for d3.